Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a adominal aortic aneurysm. Vessel mophology described as: aortic neck diameter was 32 mm and 20 mm in length. Aneurysm max diameter was 35 mm. It was reported that after the implant there was a type IV endoleak (blush) from the main body. The physician will monitor the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).